Event description:
It was reported that during a percutaneous coronary intervention procedure, a balloon rupture occurred. The 90% stenosed lesion was located in the severely calcified and moderately tortuous middle left anterior descending (lad) coronary artery. The physician used the quantum maverick 3.0 mm x 15 mm balloon to predilate the lesion, however after the first inflation, the balloon ruptured at 19 atms. The balloon was removed intact from the pt. The procedure was successfully completed with another of the same device. No post procedure complications were noted and the pt status was reported as "good".

Manufacturer narrative:
The device was disposed, therefore, a technical analysis could not be performed. A review of the manufacturing documentation for this batch found that the device met the material, assembly and product specifications. The most probable root cause is operational context.